Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) conducted their investigation. The fse found no system faults or instrument errors. Fse noted there was a high probability this was a user induced issue as it does not affect other surgeons at the site. The customer, csr and clinical sales manager (csm) were instructed to contact technical support real-time for any future issues and to RMA any I&a post-case if the issue occurs. The fse recommended the surgeon use the other xi system in the adjacent room or swap room patient side carts (psc) to confirm that the issue was not isolated to only the patient side cart of (B)(4). No site visit was conducted. The system was working properly, and no additional action was required. A review of the remotefe procedure log showed a pulmonary lobectomy procedure was performed on (B)(6) 2022 on system (B)(4) using sureform 45 curved-tip stapler (part #480545-04 / lot #t92220217 0009). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image and video was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: from the video, it looks like the stapler was able to unclamp, but the surgeon has a hard time matching grips and going into following to move it away from the tissue. Based on review of the two images, the cde believed this issue has to do with the system setup. The usms are pitched towards the setup joints and the instruments are directed away from the usms. Ideally, the usms should be pitched away from the setup joints such that the instruments are working back towards the usm. After speaking with the csr, the cde noted that the surgeon performs multi-quadrant surgery, so they need the less ideal setup to reach all the regions they require to complete the procedure. The csr mentioned that the surgeon has been doing this for a while and is only recently seeing the issue. They also want to know why the stapler would have an issue being removed from a position when it was able to be placed there initially without a problem. A review of the sureform stapler logs associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: according to the tool table, pn 480545-04, lot t92220217-0009 fired qty 9 reloads. The instrument was installed 9 times and the firing order for the reloads was (4 green then 4 white then 1 green). All firings were completed per the logs with no pauses for compression. There were no unclamping issues in the logs and no errors indicating the manual release knob (mrk) was used. Based on the additional information obtained from the initial report and the overall failure analysis investigations from all involved departments, this complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the isi clinical sales representative (csr) that they observed issues opening the instrument jaws after firing multiple staple lines while using the sureform stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is in the process of performing follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.